Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to unknown reasons. Another ra lead was successfully implanted in its place. No additional adverse patient effects were reported.

Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to poor threshold and sensing numbers. Another ra lead was successfully implanted in its place. No additional adverse patient effects were reported.